Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the micropituitary is co mpletely broken off, making it unable to be used at all. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.